Event description:
Per the clinic, the patient fell and hit her head extremely hard on the corner of a marble countertop and lost consciousness earlier this month resulting in a poor sound quality. Patient was treated for post-concussive syndrome. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 23, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 09, 2022.